Manufacturer narrative:
The reported patient data was reviewed within the pow dashboard system via the carelink ui. Based on the assessment, the issue could not be reproduced. The issue is unknown: testing and/or analysis is unavailable or cannot verify nor refute the issue occurred at the time of the event. The software operated in accordance with the specified requirements and met the expectations outlined in the relevant software requirements document. Cause and/or contributing factors: a comprehensive investigation determined that daily snapshot uploads for the impacted patient are being received and processed without errors. Additionally, all dashboard kpis are consistent with the praas reports, and no failures were identified in the system logs for the specified report time range. Given this, the most probable cause appears to be a missed preference update notification from cdx, potentially due to an intermittent issue. Steps to resolve or recommendation: we recommend monitoring for recurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an error when attempting to generate the carelink report. The carelink report was not displayed as expected, or possible an issue with the data in the carelink report, i.e. Missing or inaccurate. The customer reported no adverse event. The event involved product(s) unk_carelink software. Unable to resolve with existing troubleshooting or labeled instructions, the issue was escalated. No harm requiring medical intervention was reported. No product return is required for unk_carelink software.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.